Event description:
It was reported that, during a system optimization procedure, this right ventricular lead exhibited farfield oversensing and pacing inhibition. The lead was repositioned and the device was reprogrammed. This lead remains in service. No further adverse patient effects were reported.